Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. External inspection revealed the screw holder on the battery is broken, the docking latch is missing and recessed spring pins. The device was able to turn on using battery power but was unable to turn on using ac due to the recessed spring pins. The unit was able to obtain measurements and alarmed audibly and visually under alarm conditions. The customer's complaint was not duplicated as device was able to power on using dc battery power.

Event description:
The customer reported radicals do not function with dc power. No patient impact or consequences reported.